Manufacturer narrative:
Investigation completed on a smiths medical hlta-40 - hotline tempcheck . The customer problem on not reading above 9 degrees was verified when plugging in device. This was isolated to visualizing the delrin bracket cracked and thermistor probe not working. Action was taken to replace the delrin bracket and thermistor probe. The cause of event was related to thermistor not working properly. Device went on to pass all testing. Provided in the malfunction of probe.

Event description:
Information received a smiths hotline tempcheck is not reading above 9 degrees and not functioning. This a an accessory, pump would not function without temperature control. No patient involvement .